Event description:
During the initial implant procedure, following multiple reposition attempts, the helix would no longer extend and helix damage occurred on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix damaged was not confirmed but helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies on the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix fully extended and clogged with blood. X-ray examination found the inner coil over-torqued with two filars of the inner coil broken/separated in the connector region consistent with procedural damage. No anomalies were found at the helix region. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted/extended, and helix extension length met specification. The cause of helix mechanism issue was isolated to blood in the helix region, blood on the inner coil, and over-torqued of the inner coil.